Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The instructions for use (IFU) instructs that the decision to change the controller should be based on the analysis of the controller log files, the frequency of the alarms, whether the alarm resolved, the occurrence of other alarms, whether associated with changes in pump speed, flow or power and the patient's condition. The IFU cautions the user to always have a backup controller available and programmed identically to the primary controller. Multiple occurrence of these alarms or those that are associated with changes in pump function or patient condition may result in pump stoppage which has the potential harm for serious injury or death due to hypoperfusion, thrombus and associated sequelae including death. The controller's internal, non-replaceable, rechargeable battery is used to power an audible "no power" alarm when both power sources are disconnected. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The IFU provides guidance regarding controller visual and auditory alarms. The "no power" alarm provides a loud continuous auditory alarm that users are unable to mute. The IFU explains that this critical alarm indicates that the controller is not providing power to the pump and that the pump has stopped. They are instructed that potential actions to resolve the issue include connecting two new power sources, exchanging the controller and contacting heartware clinical support. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A report was received that a patient's controller had random beeps when connected to batteries while at home.&#2056;e also reported that this progressed to frequent no power alarms. Controller log files were analyzed and appear to indicate that the incidents were occurring with power port 1 only. The controller was exchanged as recommended with no reported patient issue or injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received stated that the no power alarm did sound and power source weren't exchanged. The reported event of frequent no power alarms was confirmed on the returned controller, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed multiple premature switching events. (B)(4) had not received an smr upgrade prior to these events. These premature switching events are most likely due to communication anomalies between battery and controller or momentary disconnections of the controller from the batteries. Log file analysis also revealed multiple controller power-up events. These events could be the result of a double disconnect of both power sources from the controller or a momentary disconnection of the power sources from the controller. Analysis revealed that the device passed visual examination and functional testing.  Heartware has opened an internal investigation to evaluate communication errors between batteries and controllers. The most likely root cause of the reported beeps can be attributed to momentary disconnections of both power sources from the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.